Manufacturer narrative:
The investigation determined the event was consistent with a pre-analytical handling problem. The root cause is likely related to a sample tube and the issue was reported as solved locally.

Event description:
The initial reporter complained of discrepant results for one patient sample tested for triglycerides (trigl) on a cobas integra 400 plus. The initial trigl result was 124 mg/dl. The repeat trigl result was 385 mg/dl. The triglycerides reagent lot number and expiration date were requested but not provided.